Event description:
The device was used during an anastomsis procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
An eval found that the pusher channel was tight in frame.